Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: did the jaws open? Yes.

Event description:
It was reported that during a colon resection the first device worked as expected then at one point the device was closed down on tissue and it would not open up. The surgeon had to pull the handle eight or nine times to get it to open. A second like device was tried and after a while it did the same thing as the first device. The procedure was completed with a third like device with no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # t92u95. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. A manufacturing record evaluation was performed for the finished device batch number and no non-conformance's were identified.